Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool confirmed battery power loss alarm due to non-sleep anomaly software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer reported short battery life. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.